Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported cardiac arrest could not be determined. The reported patient effect of cardiac arrest is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report during the procedure, cardiac arrest occurred requiring medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During transseptal puncture there were many attempts, due to poor visualization window and electrophysiology (ep) wires in the right atrium, that were severely affecting puncture. Transseptal needle was shaped aggressively to achieve visible tenting. The steerable guide catheter (sgc) was advanced without issue. When the clip delivery system (cds) was advanced to the mitral valve, a pericardial effusion was noticed and cardiac arrest occurred. Cardiopulmonary resuscitation (CPR) was performed, and heart function was restored. Pericardiocentesis was performed and the clip was inverted and removed from the patient anatomy. The sgc remained in place, a dilator was inserted, and guide wire placed in the left upper pulmonary vein (lupv) for 45 minutes for safety reasons. Then, the sgc with dilator were pulled back to right atrium and it was observed that a small infusion remained; therefore, the sgc was removed per the instruction for use (IFU). The patient was in stable condition and moved to intensive care unit (ICU). The next day in the morning, the patient was still on the ventilator, but in the evening the patient was extubated, no inotropes and without further bleeding from the pericardium. There were no clips implanted and mr remained at 4. In the physician's opinion, the pericardial effusion occurred during the transseptal puncture. The mitraclip devices did not cause, contribute or worsen the pericardial effusion. No additional information was provided.